Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the procedure, the tibial lock on the ankle clamp upriser was not working properly. It was discovered after assembly of the instruments that the c-clip that holds the lock in place was damaged and unusable.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and failure mode confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.